Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model sk9035m support catheter allegedly experienced a break. This information was received from one source. There was no patient contact. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified a break on the catheter. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h2, h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model sk9035m support catheter allegedly experienced a break. This information was received from one source. There was no patient contact. The patient's age, weight, and gender were not provided.